Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an atrial lead exhibited intermittent capture during an implantation procedure. Lead was removed and it was noted that the helix would not extend or retract easily. It was also noted that the entire lead nody was torqued. Lead was exchanged for another one and the procedure was successfully completed. Patient had no symptoms or consequences as a result of this event.

Event description:
New information received notes that lead also exhibited unacceptable capture thresholds during the implantation procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.